Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, b5, d9, d8, (g1(contact office, contact person ¿ mfg site), g3, g6, g7, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched to evaluate the unit. Successfully completed a simulated treatment upon initially testing unit with trainer and testing catheter. Identified however, codes 111, 112, and 118, in that order, in the logs, attached for reference. Replaced executive processor board as a precaution, given the initial code 111. Post pcb replacement, reinstalled sw b.17, and calibrated all transducers. Post aforementioned steps, successfully completed a simulated treatment with testing catheter and trainer without issue. Replaced safety disk at the 6 million assist cycles interval. Replaced tidal disk at the 12 million cycles interval. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. Executive processor board will be returned for complaint analysis with the next batch of parts.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down. Console was swapped out to continue treatment without issue. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, investigation conclusion), h11. Corrected fields: e3, h6 (component codes). The failure analysis and testing dept. Received part pcba, exec processor with a reported unit failure of the unit shutting down on a patient. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue confirmed. Sent the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier stated that the part passed with no issues. Root cause for this part is not confirmed. Retained the part in the failure analysis and testing department per procedure.